Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. A revision procedure was performed where the crt-d was explanted and the lv lead was surgically abandoned. No additional adverse patient effects were reported.